Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer board and t board was defective. The field service engineer replaced t board and drawer board, then turned on medstation, the device powered up and the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie drawer was not detected to communication bus. The customer reported that the malfunction resulted delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.